Event description:
It was reported that a patient never had therapeutic effect following an implant. It was noted that the patient had great results on the trial on the left side only and the patient ¿told them specifically that she wanted it implanted on the left side.¿ it was reported that when the patient woke up from the procedure she was told that it was implanted on the other side because they had better motor response as the patient¿s big toe and butt cheek wiggled. It was noted that the patient was told that there were 22 programs to use and the manufacturer representative was confident that this would work for the patient. The reporter stated that since then, the patient hadn¿t felt stimulation in the vagina like she did on the other side during the trial and there was no symptom control improvement whereas during the trial the patient could sleep at least five hours during the night and during the day she didn¿t have to go ¿only about every six hours.¿ it was noted that the patient had already used five different programs. It was reported that the patient was scheduled to see her doctor on (B)(6) 2014 and would ask more specific questions as the nurse said that they could move the lead to the other side. The reporter stated that this was a ¿total screw-up.¿ it was reported that the patient was upset that if she needed a revision she would have to extend activity restrictions. Additional information received reported that the patient wanted to know if they could resume exercising and activities such as bathing now that it had been two months since the implant. The patient¿s trial worked better on the left side than on the right but their health care provider (hcp) put the lead wires on the right side. It was reported that since the implant the patient had not had as good of results as they did during the trial. The hcp says they could put a lead on the left side easily. It was noted that they had been adjusting the programming and the patient would give it a couple more months to see if they could get it to work better. Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved additional information received reports the patient wanted to know details about having another lead placed. The patient said that during the trial the right side didn't work well, but the left side did. The patient said that the hcp (healthcare provider) ended up using the right side lead because her butt and toe twitched. The patient reports never having therapeutic effect. The patient said that it has helped some, but she was still leaking. The patient said that she can't increase stimulation because it becomes painful. The patient said that the hcp was considering keeping her awake during the surgery to test stimulation to make sure it is in the right place.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg is inconclusive because the patient reported not getting symptoms control with the right sided implant lead and that they got much better symptom relief with the trial lead on the left side. The cause for the lack of therapeutic effect is unknown. The patient indicated they received assistance from the hcp or medtronic representative and their concerns were resolved, but it is unknown how the patient issues were resolved. Concomitant medical products: product ID: 3889-28, lot# va0e06g, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).